Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported that the patient's right knee was revised due to progressive radiolucency around the tibial and femoral stems. A knee construct with tibial baseplate and stem, femoral component and stem, and a cs insert were revised to a ts construct. Rep provided a webops report, an excerpt from an operative report, explant pictures and x-rays from (B)(6) 2019 and reported that no further information will be available.